Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that sensor error occurred. The wearable was inserted into the arm on (B)(6) 2025. On the evening of (B)(6) 2025, the patient began experiencing sensor errors on both her tandem t: slim insulin pump and dexcom app, shortly after the sensor was placed on her arm. Due to the lack of estimated glucose values (egvs), the tandem t:slim pump was not operating in modified closed loop mode. At approximately 1:00 am on (B)(6) 2025, the patient¿s parent performed a fingerstick test, which showed a blood glucose level of 123 mg/dl. Based on this reading, the parent allowed the patient to continue sleeping. At 6:00 am, upon waking, another fingerstick test a blood glucose level of 300 mg/dl, prompting the parent to administer 10 units of humalog. The patient then used ketone test strips, which turned dark purple, indicating elevated ketone levels. The parent suspected diabetic ketoacidosis (dka). As the patient began experiencing nausea, the parent drove her to the emergency room (ER). At the ER, insulin was not administered immediately due to the recent 10-unit dose given at home. After approximately three hours, a fingerstick test showed a blood glucose level of 500 mg/dl. At this point, the sensor had been removed. The patient was treated with IV fluids and IV insulin. She remained in the ER for two days and was discharged on (B)(6) 2025. Her blood glucose level at discharge was 97 mg/dl, and she reported feeling well at the time of the interaction. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.